Event description:
It was reported, the patient is experiencing pain at her ipg site. The patient has lost 80 pounds and the ipg pocket site is uncomfortable. The patient also stated, it felt like her ipg has flipped inside the pocket making communication difficult. The patient is consulting with a surgeon for an ipg pocket revision. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.